Event description:
When the subject guidewire was used to the highly calcified cto lesion at proximal section of rca by retrograde approach, the guidewire got stuck in the lesion. Upon removal, the guidewire distal end was broken off. Separated portion was decided to be kept in the anatomy.

Manufacturer narrative:
The coil of the guidewire was broken off at approx 16mm from tip end, while the core wire was intact up to its distal end. It is presumed that the guidewire distal end was trapped by the highly calcified cto lesion, where rotational and pull-back manipulation was applied with a force exceeding the product's design limit for removal of the guidewire, resulting breakage of tip end brazing, unravelling of the coil and finally breakage of coil wire. Warning section of IFU describes; "before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; other wise, the guidewire may be damaged and/or vessel trauma may occur." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do no move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, ... Result in fragments being left inside the vessel."